Event description:
Hemodialysis pt found slumped on the floor at approximately 1800 hours, unquantified amount of blood on blanket. Arterial pt blood line attached to saline bag for rinseback and left arm of permacatheter was open. Autopsy cited cause of death as exsanguination.

Manufacturer narrative:
There is no evidence of a device malfunction. No problem found with returned cycler. Cartridge discarded and not available for inspection. Review of cycler data logfile shows that the stop button was pressed 17 minutes after the treatment dialysate and ultrafiltration targets were reached indicating the end of the treatment. The blood pump was never restarted to perform automated rinseback and the cycler power was turned off about 8 minutes later at approximately 0901 hours local time. User's guide includes appropriate warnings that a trained and qualified person must observe all treatments and that a pt should never dialyze alone. Nxstage medical considers this report closed. No add'l info will be provided.